Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia). The lead had high impedance, oversensing with a high sensing integrity count (sic), and non-sustained ventricular tachycardia (nsvt) episodes. The nsvt events were caused by noise. Lead fracture is suspected. The lead was reprogrammed and later capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.